Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead was later surgically abandoned and a new lead was successfully implanted.

Event description:
Boston scientific received information that this left ventricular lead had high thresholds and a loss of capture. It was unclear if this lead was dislodged and no x-ray was performed. The physician elected to schedule a revision to further evaluate. The patient had been complaining of shortness of breath for a few months.